Event description:
It was reported to philips that the therapy capacitor was faulty and required replacement. Upon further clarification from the engineer, it was determined that the energy output was lower but still within product specifications. There was no patient involvement.